Event description:
Bii symptoms; I have breast implants and have bii. I have about 28 symptoms with my implants including swollen lymph nodes, pain, soreness, etc. I don't know where to turn, I do not have insurance and feeling like these are a ticking time bomb. High blood pressure, pain around breasts and stabbing pain, aches, pains joints, muscle twitching, brain fog, unable to concentrate, bruising feeling around breasts, weight gain, shortness of breath, hard to hold arms up for any period of time, muscle fatigue, dry skin, skin rash especially around breasts, dehydration, frequent twitches, mold dust sensitivity, allergies, insomnia. FDA safety report ID# (B)(4).